Event description:
The customer reported that all table movements are disabled. The system boots up with table long and table lateral error messages. The system needs a table calibration. Also as soon as the system boots up it goes through lateral, longitudinal motor errors.

Manufacturer narrative:
(B) (4). The ge service rep recalibrated the table movements using internal system software. The system boots up with no error messages. The table functions as intended.